Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she fell in tub about two weeks ago. She had a big bruise on her leg. She was stepping into the tub to take a shower and she slipped. On the day of report, patient was able to use the programmer and verify stim was on. The amplitude was set at 2.4. Patient increased stim to 6.8 and felt stim strong but comfortable sitting, standing and walking. Patient was aware to turn stim down if stim become uncomfortable. Patient would follow up with healthcare provider(hcp) regarding her fall. A gradual returned of symptom was noted. It was also reported that stim seemed to work after implant then she had a returned of symptoms. She had to change her clothes all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.